Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a unknown size aaa.  It was reported that during the index procedure, when attempting to deliver the limb etlw1620c156ee, it couldnt be delivered into the patient vessels. It stopped and the physician was not able to force it. The limb was taken out of the patient and another limb was implanted.  It was confirmed the device was inspected before use and there was nothing to complain about. It was confirmed there was no gap between the tapered tip and the graft cover from the beginning when the packaging was opened , but the gap was noted after the delivery system as removed from the patient. For a cause, it was reported it was impossible to forward the delivery system into the artery . The physician reversed the delivery system and could see that the sleeve had retracted 1-2 cm in relation to the dilator, exposing a blunt edge that made insertion impossible. The patient did not have calcified or tortuous anatomy. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider in the home position. A kink was observed on the graft cover at the stent stop. Slight bunching was evident along the graft cover. Severe deformation and bunching was visible to the graft cover tip material. A gap of 4.0mm (fail); specification is 1.0mm max was observed between the taper tip and graft cover tip. The reported deformation and positioning difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.